Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 03-sep-2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report, detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced so much pain. She also wanted to kill herself. These events, seen as pelvic pain and suicidal depression are serious due required intervention and medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. Given pelvic pain's nature and implied temporal relationship, causal relationship with essure use cannot be excluded. Although limited information regarding these suicidal desire have been provided, considering it is moslty a complication of depression, which may occur during essure use, causality with essure use is assessed as related. Since essure removal was required (via hysterectomy), this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a female adult consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2010. According to the consumer within a year time she was having problems. It came to the point of almost losing her husband. She was in so much pain and didn't know why. As time went on, her mind was not good. She couldn't think straight. She had no idea it was essure until having it for 5 years. She stated that essure made her want to kill herself. At time of this report she was (B)(6) and was essure free. She had to have a hysterectomy to have them removed. Consumer reported that she feel like a human now that she have had them removed. The events were assessed as related to essure. Company causality comment: this case report, detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and experienced so much pain. She also wanted to kill herself. These events, seen as pelvic pain and suicidal depression are serious due required intervention and medical importance and listed in the reference safety information for essure. Pelvic pain may occur during essure use. Given pelvic pain's nature and implied temporal relationship, causal relationship with essure use cannot be excluded. Although limited information regarding these suicidal desire have been provided, considering it is mostly a complication of depression, which may occur during essure use, causality with essure use is assessed as related. Since essure removal was required (via hysterectomy), this case is regarded as incident. Ptc assessment is expected.